Event description:
Rptr purchased a box of swabs and was using a swab to clean his ear. The swabs appeared to be made of a plastic cylinder tiped with cotton ends. Without warning, the cotton end of the swab "fell off" and became lodged in his ear (proving very difficult to dislodge), leaving only the sharp plastic cylinder against my unprotected ear. Aside from distress, she did not suffer any physical injuries. However, the incident make it clear to him that the product was in fact defective. In fact, many or most of the swabs in the package appeared to be similarly defective. By letter dated 11/23/94, he wrote to MFR informed them of the incident, and asked them to remove from the shelf this product, which rptr considers to be dangerous. Unfortunately, MFR has failed to respond to his letter. His true concern is not only for himself and other adults who may be using the product, but especially for the children who may be using the product or having the product used on them. Rptr notes that swabs are defective, and that the cotton portion is easily separated from the plastic cylinder. Obviously, when the cotton falls off the end, the sharp plastic cylinder is like a stick in the ear. He is well aware that technically this product is not supposed to be used in the eae canal, it is safe to assume, and certainly foreseeable, that the product is in fact used in the ear canal.